Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Black box review shows evidence of reboots on the reported failure date. Visual inspection shows no cracks to the battery compartment , the battery cap is undamaged, cap contacts measurements were taken and found within specification. The cap is able to fit securely and to maintain electrical connection, pump powers ¿on¿ and displays ¿verify¿ screen. The battery cap was tighten and then unscrewed ½ turn, no reboots occurred. Pump was primed and exercised for 24h correctly, no power interruption occurred during the course of the duration test. Pump was opened, no moisture ingress was found to the pcb, power circuit and flex were inspected, no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that her pump rebooted twice today. She stated that she heard a chirp and looked at her pump and it was on the verify screen. The patient stated that there is no damage to the pump's casing. The patient stated that there was no moisture or corrosion in the pump. The battery was not secure and the cap was never damaged. The yellow o-ring was slightly visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.